Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
A manufacturer representative reported there was a suspected infection at the lead incision site. The patient was placed on antibiotics for the suspected infection. The patient was going to be monitored and if the infection did not resolve with antibiotics, the system will need to be removed. The indication for implant was non-malignant pain.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study that the patient was infected with growth of gram-positive organism with their cervical peripheral implantable neurostimulator (ins) which resulted in an unscheduled clinic or office visit. On (B)(6) 2016 the patient called with new muscle pain that started 5-6 days prior, which prevented them from turning their head to the left or right. The patient had a low grade fever of 99.8/99.9 and incision site pain. The right side of the incision had clear liquid drainage and popping sound for two days prior. The next day the patient came in for an incision check was keflex was prescribed for ten days. Elevated labs were noted. The patient had continued pain and drainage after completing antibiotics. The patient was scheduled for incision and drainage of site, and explantation of entire system on (B)(6) 2016. Following explant and cultures, it was confirmed that the patient had (B)(6) and was prescribed keflex for 14 days. The etiology indicated the relationship of the event to the device/therapy was not related, but was related to the implant procedure and surgery/anesthesia. The patient returned on (B)(6) 2016 and the incision sites were healing well. The outcome was reported as resolved without sequela. The patient was scheduled to come back in six weeks to schedule for re-implant but they did not show for the appointment, and has not been back to the clinic since.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported the clinical diagnosis was incision site infection. The clinical diagnosis was reported as pain and drainage at the incision site.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.